Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the distal point of an impactor was chipped. There was no impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.